Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up it was reported there has been coring. As a sample was not returned, a through sample evaluation could not be performed. To aid in the investigation, two photos were received for evaluation by our quality team. One photo shows a needle assembly with no plastic shield; the needle tip in this photo has no observed defects or imperfections. The second photo shows a packaging blister top web. No other information could be obtained from the photos. A device history record review was completed for provided material number 305180, lot 4270183. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported condition. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual physical needle sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Materials: 305180, batch#: 4270183. Verbatim: customer reached out asking if there has been a change to our bd blunt fill needles due to concerns being voiced throughout. No additional details mentioned in regard to the product performance. Please add to the record that the complaint on #(B)(4) is that they are experiencing coring.